Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a field service engineer found the remote manager was not detecting on the bus. A field service engineer rerouted the external pyxibus cable from the tower to the auxiliary connection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.